Event description:
It was reported that the rv header set screw was unable to be tightened during rv lead repositioning. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported field event of a set screw anomaly was confirmed. Upon receipt, damage to the a is-1 and rv is-1 septa were observed. The device was tested on the bench and test leads were inserted into the device header. The v tip, v ring, and a ring set screws would not tighten using a torque driver. Septum material was observed on the v tip and v ring set screw hex cavities and it was noted that the a ring set screw was backed out of the connector block. The root cause of the set screw anomaly is believed to be improper insertion of the torque driver into the septa.